Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including pt information and pt status from the hospital, field contact or distributor. Product performance engineering reviewed the incident information. The device was not returned for analysis. Historical data shows that guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. A definitive root cause of the reported issue cannot be determined.

Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: guide wire tip remains in pt. Device issue: guide wire tip separation. It was reported during an intervention the whisper guide wire separated. The separated portion of the guide wire was not able to be removed from the pt's body. The separated portion remained in a marginal sidebranch of the coronary artery with no pt effect reported. No additional event or pt information is available.